Event description:
It was reported that the patient experienced difficulty inserting an infusion set, requiring three attempts due to user error related to failing to remove the needle guard and adhesive backing before deployment of a 23-inch, 6 mm inset, which resulted in the infusion set being deployed incorrectly or the connector not attached correctly. Symptoms included no reported clinical effects. Outcomes included no reported impacts and no alarms. Investigation included troubleshooting and user education. Investigation of this case revealed user error during insertion. It was concluded that the event was attributable to use error with incorrect infusion set deployment and that education addressed the issue.